Manufacturer narrative:
Product complaint # : (B)(4). Received one used drain broken in the fluted area; received also the broken piece about 20 cm long. No damage is observed in the torn area. The drain could tear following some initial nick/cut in this area which may happen during use. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a mammectomy procedure on (B)(6) 2018 and drain was used. After the procedure, the drain was broken outside the patient¿s body when removing the drain from the patient¿s body. The broken piece of the drain was retrieved. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.